Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation. Diagnostics indicated high impedances on lead at t12 vertebral level. Surgical intervention may be pending to address the issue.

Event description:
Additional information received, indicated that surgical intervention was undertaken. Where in the lead was appeared to be fractured reflecting high impedances. The lead was explanted, and a new lead was implanted. This addressed the issue.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all the wires were broken and separated. This would have contributed to the patient¿s system auto reducing. As it was reported one lead had high impedance and a fracture was observed prior to explant, the broken wires are consistent with the lead being subjected to an overstress or sudden event while in vivo.